Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the patient alleged an unspecified adverse event as a result of use of the product.

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4).